Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for device not completely de-aired during flushing and preparation was confirmed with objective evidence via air visualized in returned imaging. Potential root causes for the presence of air may include omission of a flushing/de-airing step, improper stopcock/syringe technique, or air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined. A DHR review of the lot in question revealed no non-nonconformances related to the event. Returned imaging showed air on both sides of the heart, which may indicate potential air from another source. However, imaging evaluation was unable to identify the source of the air and no device defects could be confirmed. No product was returned for evaluation. Follow-up communications with the edwards clinical specialist revealed no deviations from procedure or potential use errors.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, during the procedure air was introduced into the patient. There were no issues noted during device prep. Patient was under general anesthesia. Guide sheath (gs) handle was elevated while inserting into the patient and a syringe was left on the introducer until the guidewire was inserted. Saline drips/pressure monitoring devices were not attached to any of the devices handles. The gs did not remain empty for long prior to inserting the implant system (is). The is was ready upon physician removing the introducer and water bridge was performed with an external fluid source. Air was observed after introducing the implant system while gs was transseptal in the typical location. Aspiration of air was then done via pigtail catheter. Patient experienced st-elevation and cardiogenic shock and CPR/resuscitation was required. After bringing the patient back to stable condition the team decided to proceed with the implantation. Two devices were attempted but both times the devices were bailed out due to poor mitral regurgitation (mr) reduction and too high gradients. The procedure was aborted and the patient was neurologically stable. As per the medical opinion the amount of air observed was more than usual for a teer procedure. Doctors suspect that air in the right coronary might have caused the st elevation.